Event description:
The customer reported that the liver ablation procedure was prolonged from 2.5 hours to 4.5 hours because they had to convert from cluster electrodes to a single electrode. The surgeon found the three probe simultaneous ablation failed to function. No injury to the patient occurred.

Manufacturer narrative:
(B)(4). The incident unit has been rec'd and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.